Event description:
When pack was opened on back table for procedure, the wrapped basin was crushed.

Event description:
Add'l info rec'd from MFR 12/10/03: acs has reviewed report numbers mw1029712 and mw1029785. MFR has performed risk assessments, reviewed with the customer and has determined no further action is required at this time, but MFR will continue to monitor the situation. Product has been replaced to the customer.